Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant upon interrogation the pulse generator exhibited high impedance. The physician decided not use the device and a new one was placed without issue. No additional information was available.